Event description:
It was reported that the left ventricular (lv) lead dislodged and had high threshold. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the full lead was returned and analyzed and no anomalies were found. However, the lead tip was damaged. The distal conductor had blood/body fluid (not obstructed). The outer insulation had cosmetic environmental stress cracking. There was apparent explant damage. The lead was returned with the tip cut off.